Event description:
Device was explanted.

Manufacturer narrative:
Visual evaluation:visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued e.1 address line 1: (B)(6). Continued e.1 zip code: (B)(6). Continued h.6 health effect impact codes: f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "heterogeneous content and snowstorm areas, inferring rupture" on ultrasound. Also reported "simple cysts," which were determined to be not device-related. The device remains implanted.